Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was leaking from the bottom of the cartridge. The customer reported an elevated blood glucose (bg) level of 272 (mg/dl). A correction bolus was delivered to address bg levels. A new cartridge was filled to resolve the issue.